Manufacturer narrative:
It was noted that the ablation catheter was inside the patient¿s body when the adverse event occurred. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure. Even though the physician believes the event was caused by placing the diagnostic quad catheter, since the ablation catheter was inside the patient¿s body when the adverse event occurred, this event is conservatively being reported under the ablation catheter as well because it could have contributed to the event. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: soundstar eco catheter (model# m-5723-16 serial# (B)(4)), stryker reprocessed webster diagnostic quad catheter, st. Jude agilis med curve. (B)(4).

Event description:
It was reported that a patient underwent an idiopathic right ventricular tachycardia/right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. After diagnostic catheter placement and while building the soundmap, a slight baseline effusion was detected. Procedure continued, while monitoring the effusion via soundstar catheter. Prior to ablation, the effusion was increasing. Physician continued ablation, with one additional radiofrequency application, then performed a pericardiocentesis. Patient was reported to be in stable condition at the time of complaint report. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered. Patient was discharged the following day. It was noted that the procedure was right-sided only. There were no additional factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the adverse event is that it was caused by placing the diagnostic quad catheter. No transseptal puncture was performed. Sheath in use was a st. Jude medical agilis medium curve. No long sheaths were used. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as there was no ablation at the site of injury and no ablation was being performed at the time the injury was discovered. Irrigated catheter flow was set at 17 ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained between 300-350 seconds (not confirmed).

Manufacturer narrative:
Additional information was received on july 31, 2017. The ablation catheter was disposed of. Since the product was discarded, no product failure analysis can be conducted and device malfunction cannot be confirmed. Additional information was also received on august 2, 2017. After further discussion, the physician suspected the quad diagnostic catheter was the causative device of the adverse event. It was a stryker reprocessed d6-dr-005-rt quad catheter. The ultrasound catheter (soundstar) was previously suspected to be the cause at the time. The information about the ultrasound catheter being the original suspected device is new information. Therefore, a complaint will be conservatively submitted for the soundstar catheter as well because it was originally assessed as the suspected device of the incident under (B)(4). (B)(4) are related to the same incident.